Event description:
It was reported that high pacing impedance was noted on the left ventricular (lv) lead and the device was reprogrammed. Later, loss of capture and increase in pacing impedance was noted on the lv lead. The patient experienced discomfort suspected to be due to the loss of pacing. Additional reprogramming of the device was performed. The patient was in stable condition.